Manufacturer narrative:
H10: the actual devices were not available; however, two (2) photographs were provided for evaluation. A visual inspection of the photographs with the naked eye showed one cap only and revealed a crack at the opening of that cap. The other photograph showed the outer packages only. A photograph of the other cap was not received and therefore, could not be evaluated. The reported condition was verified in the photograph. The device did not meet specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were cracked which resulted in iodine leakage; described as "opening cracked caused the iodine leakage". This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.